Event description:
It was reported by the contact that the customer's pump battery depleted during the night. The pump showed a low power alarm at 3:18 am and had then shut off. There was no low power alert located in the pump history. The customer turned the pump back on approximately 3 hours later. The customer's blood glucose (bg) level was 500 mg/dl with large ketones. The customer used manual insulin injection to lower the bg level to 100 mg/dl and there were no ketones present.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.